Event description:
Report received of unintended delivery on line b. The pump came down to the user facility's clinical engineering dept with an unsigned note that stated, "broken". The pump was tested by the clinical engineering dept to determine the nature of the complaint. The pump was powered on and the settings were cleared. Solutions were prepared adn hung on lines a, b, and c. The pump was programmed to infuse on line a only at an unspecified rate. Line b was not programmed to infuse. It was reported that line b was infusing along with line a. The pump display did not indicate that line b was infusing, but it was noted that line b had drips in the drip chamber at approx the same rate as line a. The pump was then programmed to infuse at an unspecified rate on line c only. Line b was reproted to again be infusing when not programmed to infuse. There was no reported pt harm while the device was in clinical service. Though requested, no add'l info was available.